Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. The event of post procedural complication of tubing got caught up in small intestine requiring multiple surgeries is a known complication of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of post-procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2024, the patient began duodopa therapy. On an unknown date, the patient reported the tubing got caught up in the small intestine requiring multiple unspecified surgeries to have it removed on (B)(6) 2024. No further information was available as the patient declined to be contacted. Abbvie conservatively reported the event of tubing got caught up in the small intestine requiring multiple unspecified surgeries.